Manufacturer narrative:
Based on the information provided, isi has not determined the root cause of the post-surgical complications experienced by the patient. There is no indication that a malfunction of the da vinci system, an instrument, and/or an accessory occurred during the da vinci hysterectomy procedure. Isi has contacted the surgeon who performed the da vinci hysterectomy procedure to obtain additional information. However, as of the date of this report, no additional information has been received. If additional information is received a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient experienced vaginal cuff dehiscence after undergoing a da vinci surgical procedure. However, at this time, the cause of the patient's post-operative complication is unknown.

Event description:
It was reported that post a da vinci hysterectomy procedure, the patient experienced vaginal cuff dehiscence requiring the patient to undergo an additional surgical procedure on (B)(6) 2014 to repair her vaginal cuff. Reportedly, repair of the patient's vaginal cuff was performed at another hospital. The date of the da vinci hysterectomy procedure was not provided by the reporting hospital. On (B)(4) 2014, intuitive surgical, inc. (Isi) followed up with the nurse at the hospital who reported this incident to isi's clinical sales representative (csr). According to the nurse, the patient presented with symptoms of vaginal cuff dehiscence at the hospital on (B)(6) 2014. The patient's vaginal cuff was repaired vaginally. The affected area was sutured. The nurse indicated that the surgeon who repaired the patient's vaginal cuff did not indicated what caused or contributed to the issue. The nurse did not know what date the patient underwent the da vinci surgical procedure. The patient was discharged from the hospital. No other information was provided.